Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The procedure was to stent the left iliac artery. The approach was open transaxillear right. It was reported that the stent could not be pushed through the 7fr sheath: the doctor could pull out the stent and used a 12 fr sheath. No harm to the patient.

Manufacturer narrative:
Analysis: the details provided indicate that the stent could not be pushed through the 7fr introducer sheath. As the device in question was not returned a thorough investigation could not be performed. During product release testing, samplings of devices (20 test samples) are passed through a 7fr introducer sheath prior to stent deployment. All 20 samples passed through the introducer sheath without issue. The introducer sheath would have also been inspected to ensure the septal valve had not been damaged by any previously advanced devices used in the case and to ensure it had not been kinked. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the passing results of the quality and performance testing and the lack of the original device, atrium medical cannot conclude that there was an issue with the device.